Event description:
Caller reported that pump screen was dark and would not turn on. There was no reported adverse impact to the customer's blood glucose level as no details were provided. Customer was guided by technical support to troubleshoot by pressing specific buttons and checking power sources, but the pump still did not turn on. Technical support decided to replace the pump, confirmed warranty status, arranged for delivery details, and instructed the customer to use an alternative insulin delivery method temporarily. Customer was informed about returning the faulty pump within 10 days using the provided return package.